Event description:
Rep reported that they could not get a microsensor zero reading despite using 2 patient cables. Also, the box displayed a not transducer detection message, despite using different cables. In addition the screen would flash between zero and no transducer detected. Cable would not read transducer despite changing transducer. Case was delayed 10-15 minutes while trouble shooting and switching out equipment. We used a new implant and box with s/n (B)(4) and new patient cable and md was able to successfully obtain a zero and implant monitor. Additional information received indicated that the patient had a second microsensor with the catheter implanted. Everything went well, the second microsensor was removed and patient sent home. A couple days later the patient returned to the hospital complaining about headaches. It was verified that the stylet from microsensor with catheter was inadvertently left in the patient head. It was removed from the patient on (B)(6) 2012. Additional information received from the surgeon/sales rep that removed the stylet from the patient commented that part of a user preference the device should be manufactured with a loop on the stylet to become more visible.

Manufacturer narrative:
Upon completion of the investigation it was noted that the supplier performed this evaluation. During the evaluation a review of the quality records was conducted and prior to distribution this device met all manufacturing and quality testing/inspection specifications. The catheter was evaluated and the following observations noted: internal catheter wires broken at sensor case. Catheter received in a drainage tube. No testing was possible. Mfg. Date: 02/11/2011. Based on the above evaluation it appears that the device was inadvertently damaged by the customer during use.